Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 6/29/2016, the reported contacted animas and alleged that the patient reported irregular blood glucose levels throughout the weekend without a known cause, (as low as 33 mg/dl). Animas has made multiple attempts to gather additional information. This complaint is being reported as the patient experienced hypoglycemia and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release .